Manufacturer narrative:
Additional information from the user, the power light emitting diode (led) light on the front panel of the system-1 was red. Time lag was about five minutes between unplugged and shutdown. The reported complaint was not confirmed. The field service representative (fsr) was unable to verify the reported battery issue. The fsr throughly tested the charging circuit, battery function and power manager system. A verification release test was completed. System and power manager logs were downloaded for further evaluation by the manufacturer. The fsr recommended to the customer to discharge and test the batteries every three months per the instructions for use (IFU). The unit operated to manufacturer specifications and was returned to clinical use. Log analysis did not find any problems with the battery. No additional action will be taken at this time.

Manufacturer narrative:
(B)(4). Per the sales representative, the customer leaves the roller pumps on and plugged in overnight.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the battery would not hold a charge on the perfusion system. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.